Manufacturer narrative:
Additional information received: it was reported that there was no issues or damage to the delivery system prior or during use as the blue handle continued to be rotated and the ipsilateral limb was deployed. The physician could not provide a cause that explained the reported event. It was stated that there were no problems with the patient's anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis device was received with the external slider and backend wheel in the home position. Stent graft had been deployed prior to receipt of device and was not received for analysis. The graft cover could be retracted and advanced by rotating the external handle with no issues noted. The tip could be advanced and retracted by rotating the backend wheel with no issues noted. No deformation evident to the remainder of the device. The reported deployment issues could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 62mm aaa. It was reported that during the index procedure when the bifurcate was implanted it was found that the short leg could not be opened. A balloon was used to dilate the short leg under the left brachial artery. During the expansion the stent was displaced and fell into the aneurysm. The physician replaced the stent successfully. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.